Event description:
The outpatient surgery center reported that they had placed a pt on the stretcher to perform a procedure on pt's eye muscles. The surgical team raised the stretcher to operating height and started the procedure. The operating room nurse reported that the stretcher unexpectedly descended a few inches during the procedure. The incident did not result in reported injuries to the pt or staff. The surgical team completed the procedure without incident.